Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 314.743, synthes lot # h220887, supplier lot # h220887, release to warehouse date: 16 may 2017; 05 jun 2017, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the drive shaft minimum 520 mm length for use with ria was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken. No fragments were returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional analysis was performed on the returned device. The outer diameter of the driveshaft was measured to be within specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the drive shaft minimum 520 mm length for use with ria as the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Additional product code hrx. (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, received two broken ria drive shaft assemblies. There was no patient involvement. This is report 02 of 02 of (B)(4).